Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports that the up and down buttons are damaged. The plastics isolation coating on the up and down buttons is worn-out and cracked and the buttons do not work properly. Yesterday evening the buttons didn't work at all. No adverse event reported. A request was made for the return of the device.